Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.50/2.0/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to eye pain; angle closure with elevated iop and blurred vision. "Pain in right side after implantation. Pushing forward on iris. Glaucoma suspect possible." Cause reported as unknown.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.50/2.0/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to elevated iop; pigment dispersion; blurred vision; angle closure with elevated iop. The problem was resolved. Status of eye is "occasional cloudiness right eye ;mgd." Cause is reported as patient related factor; device did not fail to perform as intended. H6: clinical code 4581: pigment dispersion. Claim #(B)(4).